Manufacturer narrative:
The pump was monitored with multiple basal rates. No blank display, shut off screen or display anomaly was noted. The pump functioned properly during the rewind, basic occlusion, occlusion, prime, excessive no delivery, and displacement tests. All operating current tests were normal. No unexpected low battery, off no power or low battery indicator anomalies were noted. The pump passed the error and self tests. No other alarms or unexpected restart was noted. The pump also had minor scratches on the display window, a cracked case at the display window corners, a cracked reservoir tube lip, cracked battery tube threads, a cracked pump belt clip slot, a white stain on the case, near the reservoir tube window, and moisture damage on the electronic and motor assembly.

Event description:
The customer called and reported the insulin pump shut off, counted to seven, and turned back on. This reportedly happened more than once and two unexpected restart alarms were in the insulin pump's alarm history. The alarm occurred once following a battery change and another time during normal use. When the device shut off, the customer had not received low battery alert prior to this. The customer's blood glucose was not known. Customer was advised the insulin pump would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.